Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported one syringe of juvederm ultra xc had the ¿needle pop off and filler had spilled out of the syringe.¿ patient contact occurred. No injuries were reported.